Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified based on visual inspection in the lab. The problem was localized to j2 pin 6 and pin 8 which were found to be broken, pins 4, 5 and 7 which were found to be bent, and pin 1 which was found to be extremely loose.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery pca contacts are broken. There was no reported patient involvement/adverse patient impact.